Event description:
As reported by the user facility: details of complaint (reported issue): generates an unreasonable amount of air in line. Infusion nearing the end and staff ran into major air-in-line alarms. Following b braun recommendations to clear air did not prove effective. Nurse states that she noticed strings of air bubbles in the line from the pumping segment all the way up to the secondary. Only way to complete administration was to run by gravity. I have not encouraged this practice. Other serious outcome: caused delay in patient discharge, and additional work to nursing. Impact to patient: delay in treatment, other. Other patient impact delay in discharge, risk to patient by nursing deciding to run by gravity. Medication / fluid etoposide. IV rate 560ml/hr.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One photograph was provided for evaluation. Upon visual inspection of the picture, the tubing was observed to have fluid inside, with air bubbles present. Based on the data from the investigation, the reported defect was confirmed. A review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. Five retains from the reported lot number were tested and passed. A possible root cause could be related to incomplete priming of the IV-line, infusion of cold solutions which may exhibit air bubbles coming out of the solution as the fluid warms, incomplete filling of the drip chamber during priming. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.